Manufacturer narrative:
Date recv'd by MFR: 18oct2019. It was clarified that there was no patient involvement with this reported event. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported a ventilator with a touch screen issue. It is currently unknown when this event occurred. There was no allegation of harm associated with this report..